Event description:
Additional information was received indicating this lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements and loss of capture. Fluoroscopy revealed a fracture near the clavicle. An attempt to replace the lead was made, however the physician could not gain access. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Another attempt to replace the lead will be made at a later date. Records indicate this lead remains in service. Should additional information become available this report will be updated.